Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The potential for forward firing may exist. In addition, connector conductive segment d was missing and the connector tab was damaged. The glass cap exhibited severe devitrification at the output window and there was mild detritus adhered to the metal cap. The outer flow tubing open end exhibited minor scratch marks and mild contamination, most likely biological material. The fiber was tested on a hene laser fixture and the aim beam was present at the out put window. There were no signs of breakage along the fiber length. Due to the observed broken connector segment, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
Analysis identified the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge that could potentially lead to forward firing. There was no reported clinical consequence.